Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the valve loaded in the dcs, visual analysis showed the deployment knobs were not returned with the device. An attempt was made to deploy the valve by turning the screw gear in the deployment position. The deployment was continued until the screw gear began to slip. The valve did not deploy from the capsule on rotation of the screw gear. No damage to the end cap/screw gear snap fit. There is a bump on the capsule. There is a void located near where the bump is. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The deployment knobs were not returned with the device. The distal section of the capsule is buckled with voids and a bump visible. An obvious bend was noted to the capsule. These defects are all indicative of a valve misload. Damage was also noted to the screw gear threading. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) gives the following instructions regarding temperature of saline for valve loading; ¿perform the bioprosthesis loading procedure while the distal end of the catheter is immersed in the integrated loading bath filled with cold, sterile saline (0°c to 8°c [32°f to 46°f]). ¿. ¿submerge and cool the bioprosthesis in the integrated loading bath filled with cold, sterile saline.¿. Use of saline above this temperature for valve loading would result in an increase in the loading forces. In this case, the inspection process per the IFU was performed and properly identified the misloaded valve prior to introduction to the patient. It was also reported that when attempt was made to remove the valve from the dcs the handle would not turn. A misloaded valve greatly increases the force when opening or closing the capsule, and this would have been the cause of the difficulties experienced in trying to remove the valve. The returned device had no deployment actuator attached. It was confirmed in the additional information received, that this damage occurred after the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, a misload was identified visually by a bend in the capsule. The bend occurred right after the tactile feedback point was passed. It was reported that the water may have not been as cold as it should have been. It was attempted to unload the valve from the delivery catheter system (dcs), however was unsuccessful due to the handle not being able to turn. No adverse patient effects were reported.